Event description:
The following information was provided: event description: screw(s) holding the reamer assembly together detached from the instrument. Other screws were found to be loose. Case type / application: tha 4.1.